Manufacturer narrative:
The reason for this instrument failure was reported as discovery bearing rotation tool was damaged and bending back broke. The possible time in service is 8 months from manufactured date. The healthcare professional indicated that this event occurred during cleaning/sterilization, away from the patient. No risk or adverse event was reported. The surgery was completed as intended, with no delay. The instrument was inspected prior to use and was deemed acceptable for use based on its appearance. The device was returned to manufacturer and evaluated by registered medical assistant (RMA) at djo surgical. A review of the instrument's device history record (DHR) revealed the instrument, when released for use, met design and manufacturing requirements. There was no non-conforming material report (ncmr) associated with the production of this instrument. Complaint database review shows two prior complaints filed against the instrument item number that reports a similar failure. Those are 2 - broke/cracked/damaged. Review shows no prior complaints against the instruments lot number that report a similar failure. The root cause of this complaint is likely attributable to damage incurred from prolonged use and through misuse or rough handling which surgical instruments are subjected to. This is not an event associated with a product failure, malfunction, or issue. There are no indications that this instrument has a systemic design or material deficiency. Therefore, no containment of inventory is required. Event is associated with instrument usage, not a design or manufacturing issue. RMA examination: the reported instrument was returned to djo and after further examination, one of the tabs on the disc bearing rotation tool has broken off. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Event description:
Instrument failure - discovery bearing rotation tool was damaged during sterilization and when bending back broke.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.